Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm failed during the warmup period. It was in the middle of the night and the patient didn¿t have an available glucometer to monitor her blood glucose (bg). The patient did not have any spare sensors on hand and just continued giving herself insulin dosages via her pump without measuring her bg, the patient said she gave herself 10 units at a time. The patient started to experience dizziness and could hardly recall the details during that day. The next thing she knew was she was taken by her son to the hospital. They arrived at the emergency room (ER) and the bg reading was 400 mg/dl. The patient was diagnosed with dka and was admitted to the ICU where her bg was constantly monitored. She was treated with IV fluids and insulin injections until her bg went to her normal range. She was discharged on (B)(6) 2026 (more than 24 hours) and was feeling better. Data was provided for investigation. The allegation was undetermined via data. Data found that the estimated glucose values were above the high threshold, and the app delivered high alerts, escalating to 100% volume. The device experienced temporary sensor error under an hour and after the default 20-minute delay, the app delivered alerts, escalating to 100% volume, which were acknowledged 20 minutes later. Multiple new sessions were attempted to be started, failing during warmup due to restart detection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm failed during the warm up period. It was in the middle of the night and the patient didn¿t have an available glucometer to monitor her blood glucose (bg). The patient did not have any spare sensors on hand and just continued giving herself insulin dosages via her pump without measuring her bg, the patient said she gave herself 10 units at a time. The patient started to experience dizziness and could hardly recall the details during that day. The next thing she knew was she was taken by her son to the hospital. They arrived at the emergency room (ER) and the bg reading was 400 mg/dl. The patient was diagnosed with dka and was admitted to the ICU where her bg was constantly monitored. She was treated with IV fluids and insulin injections until her bg went to her normal range. She was discharged on (B)(6) 2026 (more than 24 hours) and was feeling better. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, no readings/ sensor error/ brief sensor issue under an hour found to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.